Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that there were "electrical fault" and "vad stop" alarms. Preliminary log file analysis confirmed the reported alarms. Upon evaluation of the connector by the manufacturer's representative, contamination was found within the driveline connector, thus a cleaning procedure was performed. There was no reported patient injury as a result of this event. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling and driveline/tunneling cap design. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02769 and 3007042319-2015-02770) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient observed multiple "electrical fault" alarms and "vad stopped" alarms. Preliminary controller log file analysis confirmed both reported alarms, with one "vad stopped" alarm occurring (B)(6) 2014, 2 days prior to 32 "electrical fault" alarms on (B)(6) 2014. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on (B)(6) 2014 to remove contaminants. The electrical fault alarms did not reoccur after the procedure. The controller was exchanged during the procedure. The controller was removed from service and was not returned to the manufacturer. There was no reported patient injury as a result of this event.